Event description:
It was reported that this patient underwent a right ventricular (rv) was surgically abandoned due to high pacing thresholds. This lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.